Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at ode, the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the suction channel tested positive for unspecified bacteria (1cfu/channel) and environmental bacteria was detected from the distal end of the subject device, but the test result cleared (B)(4) guideline. The testing indicated no microbial growth for the air/water channel.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp.(omsc). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp.(omsc) was informed that the biopsy channel of the subject device had been continuously tested positive for unspecified bacteria during microbiological culturing test at the facility even after multiple reprocessing. The type and number of bacteria were not informed. There was no report of patient infection associated with the event.